Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the no delivery alarm remained even after tubing/reservoir/site change. The customer stated that the cannula was not bent. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.